Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection was performed and found the bladder has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormalities that could have contributed to the reported condition. The reported condition was verified. The most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 81.1ml 5-fluorouracil and 33.9ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.